Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that upon assessment of the total parenteral nutrition (tpn) tubing, a dried yellow/white residue was noted at the filter and on the bed. The filter was then cleaned with chlorhexidine wipes and the tubing was set on a piece of clothing. When the rn came back to bedside for medication administration at 2300, it was noted that the clothing had a small yellow stain and the filter was wet when touched. The physician was made aware and new fluids was ordered. The tubing was then changed upon arrival of the newly ordered fluids. The event occurred at neonatal intensive care unit (nicu IV). There was no patient injury.

Manufacturer narrative:
The customer¿s report that there was dried yellow/white residue at the filter was confirmed to be a filter leak. The set was visually inspected and light yellow liquid was observed within the micron filter and throughout the set. Moldy residue was also observed on the bottom filter vent¿s membrane. Sticky residue was noted on the surface of the set¿s filter. No anomalies or evidence of damage were observed on the filters or the set upon initial visual inspection. Functional testing was performed and small droplets were observed slowly leaking from the micron filter¿s bottom air vent (termed ¿weeping out¿), confirming the customer¿s report. No other leaks were observed. The root cause of the leak was not identified.

Event description:
It was reported that upon assessment of the total parenteral nutrition (tpn) tubing, a dried yellow/white residue was noted at the filter and on the bed. The filter was then cleaned with chlorhexidine wipes and the tubing was set on a piece of clothing. When the nurse came back to the bedside for medication administration at 2300, it was noted that the clothing had a small yellow stain and the filter was wet when touched. The physician was made aware and new fluids was ordered. The tubing was then changed upon arrival of the newly ordered fluids. The event occurred at the neonatal intensive care unit (nicu IV). It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.